Event description:
It was reported that upon interrogation, an alert for charge time limit reached was observed. The device was explanted and replaced. There were no acute complications. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).